Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station screen had no power and power cable was damaged. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that power cable was physically damaged. A field service engineer (fse) removed the existing power cable and replaced it with a new one, after which the station powered on successfully and returned to normal operation. Fse also confirmed that there was no drawer failures observed onsite. The system functioned as intended after the field service engineer repaired the device.